Manufacturer narrative:
The hill-rom technician found the siderail latching mechanism was dirty, it was sticking. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009, 2011, and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned and replaced the dampener to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating left head siderail will not latch. The bed was located at the account on the 6th floor. There was no patient/user injury reported. (B)(4).